Event description:
On (B)(6) 2014, it was reported that while administering a bolus, the infusion device shut off without first displaying an error or alert message. The patient changed the battery and the device came back on and displayed e8 (power interrupt). The patient was unable to confirm the message because the check button was not functioning. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).